Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had cracks in her insulin pump. Customer stated that she got sick and threw up. Customer stated that the she was hospitalized on (B)(6) 2016 with a blood glucose level over 800 mg/dl. Customer had diabetic ketoacidosis and was in the intensive care unit for 2-3 days. Customer was on an IV and insulin drip. Customer was wearing the pump at the time of the hospitalization. Customer stated that the cracks were on the side of the screen and the damage occurred when the pump was dropped. Customer stated that she couldn't read the blood glucose reading. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.